Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: n/a. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9028770. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that needle break off occurred during use with a relion® insulin syringe . The following information was provided by the initial reporter, "it was reported that when he opened the first package and removed the needle shield needle was bent. When he opened up the other 2 poly bag, he noticed the same. It happened with the whole box. The customer also reports that the syringe leaked during the injection. Customer also reports that needle detached during injection. It remained on the stomach. Did not seek medical attention, he was able pull it out. All at unknown dates. Verbatim: issue: consumer reported when he opened the first package and removed the needle shield needle was bent. When he opened up the other 2 poly bag, he noticed the same. It happened with the whole box. Sample discarded. He uses the 1/2 ml cc, 31g, 8mm. Incident date-unknown, occurence-unknown, item#328509, lot# 9028770. Issue: syringe leaked during the injection. It happened about 10 days ago. Sample discarded. He uses the 1/2 ml cc, 31g, 8mm. Incident date-unknown, occurrence-1, item#328509, lot#9028770. Issue: needle detached during injection. It remained on the stomach. Did not seek medical attention, he was able pull it out. It happened about 15-20 days ago. Sample discarded. He uses the 1/2 ml cc, 31g, 8mm. Incident date-unknown, occurrence-1, item#328509, lot#9028770. He uses the new syringes each time, he visually tests the needle to see if it is straight. He rotates the injection site. Advised consumer to save sample if re occurrence. Offered to send the replacement."